Manufacturer narrative:
Our investigation has determined that the complaint in this report is a duplicate of 1618mcc1529 with manufacturer report # : 8010042-2016-00255 for which a supplemental medwatch report was submitted to your office on 06/29/2016. Please refer to 8010042-2016-00255 for the event problem, evaluation codes, and additional manufacturer narrative.

Event description:
(B)(4).

Event description:
It was reported that the ventilator generated two technical error alarms while it was connected to a patient, one indicating "disabled valves" and the other an "internal memory error". There was no patient harm reported. (B)(4).